Manufacturer narrative:
The system was serviced in the field. The on/off switch had fallen into system. One of the screws that hold it in place was missing. The switch issue was corrected however the system was in the crate and not powering on. The connection on the pfc 1000 was disconnected so the j7 was disconnected and then reconnected the cable on the pfc 1000. Prior to reconnecting j7 the voltage was tested and most pins were out of specification. It was discovered that the batteries were over five years old and the system was two years overdue for a planned maintenance. Codes 10, 180, 4203 and 4307 are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure while uncrating the system. It was reported that the they received a demo system still crated and the on/off switch was noted to be damaged and missing a screw. It was also noted that the system was unable to power on. It was confirmed that this was no found during servicing. No patient present. No delay. System still in crate.